Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the clips would not fully close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): batch # r93c1e. Corrected data= device manufacture date is 5/19/2018. Investigation summary the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. Also, one malformed clip was returned inside a plastic bag. In addition, the tyvek was also returned. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing the device, the remaining clip was ejected due to the condition of the jaws. Finally, the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip, placing stress on the jaws and causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. The lot and batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the manufacturing process.